Manufacturer narrative:
It was indicated the device was discarded. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, it was noted the device had reached end of life (eol). The last follow-up, six months prior, noted an estimated longevity remaining of one year. As a result, a revision procedure was scheduled. This device was explanted. No adverse patient effects were reported.